Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report#: 1627487-2013-11175, 11176, 11178. It was reported, the pt experiences heating while recharging the ipg. It was also reported stimulation is not providing pain relief for the pt. The pt refuses to be reprogrammed and to receive a replacement charging system to address his issues. As a result, the pt plans to undergo surgical intervention. On 08/01/2012, st. Jude medical, neuromodulation division, set field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.